Event description:
Litigation papers allege that in the years following his surgery, the patient suffered from discomfort and pain in his hip, groin, and leg. It is further alleged that it became increasingly painful for him to walk, to move his leg, and to rise from a seated position. Update: the complaint has been reopened because the patient has now been revised, due to pain, on (B)(6) 2011, and the part and lot numbers have been identified.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers allege that in the years following his surgery, the patient suffered from discomfort and pain in his hip, groin, and leg. It is further alleged that it became increasingly painful for him to walk, to move his leg, and to rise from a seated position. Doi: (B)(6) 2008 - not yet revised (right side). Update - the complaint has been reopened because the patient has now been revised, due to pain, on (B)(6) 2011, and the part and lot numbers have been identified. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege that in the years following his surgery, the patient suffered from discomfort and pain in his hip, groin, and leg. It is further alleged that it became increasingly painful for him to walk, to move his leg, and to rise from a seated position. Doi: (B)(6) 2008 - not yet revised (right side). Update - the complaint has been reopened because the patient has now been revised, due to pain, on (B)(6) 2011, and the part and lot numbers have been identified. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege that in the years following his surgery, the patient suffered from discomfort and pain in his hip, groin, and leg. It is further alleged that it became increasingly painful for him to walk, to move his leg, and to rise from a seated position. Doi: (B)(6) 2008 - not yet revised (right side). Update - the complaint has been reopened because the patient has now been revised, due to pain, on (B)(6) 2011, and the part and lot numbers have been identified. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.